Event description:
The customer stated that his new contour meter was reading high compared to his older contour meter. While troubleshooting, he performed control tests and received a result of 218 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer was contacted after his initial call about returning his test strips for evaluation. The customer stated that he no longer had the test strips, so no product is available for return.